Event description:
It was reported to st. Jude medical that before implantation of this device, when ventricular fibrillation was induced, telemetry was lost. The pt received 5 shocks and the vf was terminated. After programming defib off and retrieving the episode, it was found that the pt had received inappropriate shocks. The device measured a constant r wave. The lead measurements were correct. The device was not implanted.